Event description:
After tick bites 15 years ago, dr only relied on elisa testing which came back negative. Flu-like sxs, joint pain and fatigue gradually became: pneumonia several times, bright red bloody stools, shingles, anemia, retinal tears 5 times with laser repair, melanoma, tumors and cysts on ovaries removed, grew back so salpingectomy and ovariectomy, hospitalized with sirs, hearing loss, buzzing in head, numbness, tingling, etc. Four years ago, another physician finally fan the western blot lab corp and igenex. These tests showed bb 4 bands, 3 bands, babesia m, wa-1, toxoplasmosis gondii, (B)(6), giardia, salmonella, and several viruses. When in (B)(6) name will the "practice" of medicine change it's approach, take the blinders off and see the whole being. Thank you for the opportunity to give feedback. (B)(6).